Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Sister is calling on behalf of the customer. Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not reported any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Test strips vial no available, so can't obtain lot number and expiration date. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo, lo, lo. Customer was not able to perform back to back blood test because she did not have more test strips at the time of the call. Customer stated she did open the vial of strips on june of 2016 and that she keeps the meter and strips in the living room. Customer stated that she started using the meter again and the meter was reading lo, customer stated because the meter was not working customer seek medical assistance at the local hospital and she was treated as a "diabetic coma". Customer sister did not recall the exact day she took her to the hospital. As per today 8/4/2016 customer stated her sister is doing much better and continuous with the same treatment. Customer satisfied.